Manufacturer narrative:
UDI: (B)(4). The product was not returned for evaluation. Procedural imagery provided by the site showed severe tortuosity of the subclavian anatomy. The valve was positioned on the inflation balloon. The valve punctured through the sheath and some vessel material was wrapped around the sheath. Per imagery the complaint events were confirmed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history for this monthly review found the occurrence rate did not exceed the control limits for this event. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. It is to be noted per IFU, during crimping place thv and qualcrimp crimping accessory in crimper ensuring thv is completely centered within crimper aperture. Center the balloon shaft coaxially with correctly oriented thv on the valve crimp section indicator of the delivery system and 2 - 3 mm distal from the blue balloon shaft. Crimp the covered thv until qualcrimp crimping accessory stop (top piece of crimp stopper). Fully crimp thv and check with operating physician if appropriate time to fully crimp thv remove qualcrimp crimping accessory stop (top piece) from crimp stopper by pulling straight up so only final stop (bottom piece) remains. Center the thv within crimper aperture. Fully crimp the thv until it reaches the final stop and hold for 5 seconds. Repeat this crimp step two more times for a total of 3 crimps each for 5 seconds. Ensure that the valve crimp section is coaxial within the thv. Advance thv into loader and screw on loader cap and gently flush. Check the thv orientation and remove the stylet and gently flush lumen. It is also to be noted if resistance is encounter do not force the sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. During manufacturing the esheath is visually inspected and tested several times. During the manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft punctured and sheath shaft resistance with delivery system were confirmed by the provided procedural imagery and photos. The device was not returned for evaluation, so it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports the fact that the sheath has proper inspections in place to detect issues related to the reported event. Review of the IFU/training manuals revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.¿ per the provided imagery of the patient¿s access vessels, tortuosity was present. The complaint event description also states calcium was also present in the subclavian artery. Tortuosity can create challenging pathways that can lead to resistance during delivery system insertion, while calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system. Additionally, as per the provided imagery, the valve appears to be crimped incorrectly onto the inflation balloon. The incorrect crimp location may contribute to the resistance with the delivery system as the profile is larger. As per the complaint event description, ¿it appeared that the calcium had torn the liner of the sheath and the valve was in the subclavian.¿ calcification can weaken or tear the liner of the esheath. As the valve got stuck while advancing through the sheath, it is likely that the operator applied excessive force and manipulation to continue advancing the delivery system. Such force and manipulation likely resulted in the puncture of the valve through the sheath.  While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (improper crimping /excessive force and manipulation) may have contributed to the reported events. The complaint was confirmed by the provided procedural imagery. The device was not returned for evaluation; therefore it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Available information supports that the events were likely related to patient and procedural factors listed above. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI # (B)(4). Investigation is ongoing.

Event description:
During insertion of a commander delivery system with a 26mm sapien 3 ultra valve by subclavian approach into a 14fr esheath, it appeared that the valve had torn the liner of the sheath and the valve was in the subclavian. Angiography confirmed that the valve was outside of the seam of the sheath. The patient became hemodynamically unstable and bleeding was noted. The system was removed with the sheath and upon visual inspection the vessel was on the delivery system. The left subclavian was perforated and a 80mm x 40mm pta balloon dilatation catheter was inserted to occlude the vessel. Vascular intervention was performed by placing two 10mm x 100mm stents on the left subclavian (at the bend) up to the aorta. The patient was placed on cardiopulmonary bypass and CPR was initiated. The patient was converted to an open procedure and a 26mm certitude valve was directly implanted by transaortic approach. The valve was deployed, and the patient was stable. A 2nd vascular intervention was performed, and a graft was sewn into the left subclavian proximal to the stent that was previously implanted. The patient was weaned off pump and the chest were closed. The patient was transferred for post management care. The patient was stable but was being treated medically. The physician spoke to the family and a decision was made for palliative care. The patient expired post procedure. The devices were discarded and unavailable for evaluation.

Manufacturer narrative:
This report is 1 of 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-11080 and 2015691-2020-11081.